Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and upon visual inspection, an issue was identified that may related to the reported event. During testing, the erbe unit displayed error code c-33 upon startup, and the erbe log showed error c-00. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the erbe generator had an error c-34 when monopolar energy was activated. The customer stated that they power cycled the erbe and replaced the monopolar instrument but the issue remained. The technical service engineer (tse) had the customer adjust the monopolar energy settings with no change, the customer then connected a third party generator to the system to continue the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed successfully with the third-party generator.